Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient had a pocket erosion. The patient had symptoms of redness, incisional wound opening, protrusion/expulsion of the pump through skin, pocket dehiscence, and slight rash. It was first observed in (B)(6) 2016 during a refill appointment. They did not refill because of possible infection concerns. At some point following the refill, the pocket then opened up where they could see the pump. The hcp reiterated several times that the pump was working properly and they did not suspect relation of issue to the pump, itself. There was an infection. Actions included partial system explant, the pump was explanted on (B)(6) 2016. The treatment was ongoing. The cause of the pump erosion and possible infection was not determined. It was noted that the pump was not accessed prior to infection starting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.